Event description:
A gore tex vascular graft was implanted in an a-v access position. It was reported by the physician that a re-intervention was required, due to a seroma formation. Further investigation is pending.